Manufacturer narrative:
P-cap locked in place properly during testing. After multiple new batteries and battery caps the unit remained on blank display. Unit was unable to download due to blank display. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional tests, including the self test, sleep current measurement and active current measurement due to blank display. Proceed by cutting the unit open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of moisture penetrating on electronic assemblies, motor assembly and force sensor flex connector on gold traces caused electrical short. Unable to confirm open book due to blank display. Unit also received with cracked belt clip rails, battery tube threads - cracked, cracked case-corner of belt clip rails, label damage (faded), cracked case (battery tube), scratched case, cracked keypad overlay at select button, keypad overlay texture damage and stained keypad overlay. In conclusion, the unit came in with blank display due to corroded electronic assemblies. Unable to confirm patients' concern of open book due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error with open book image and reported moisture damage. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed for pump error and moisture damage. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and customer response was the device will be returned.